Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. It was reported that the patient was using the device while pregnant. The dexcom g5 mobile cgm system was not evaluated for the following persons: pregnant women. At the time of contact, no injury or medical intervention was reported.